Manufacturer narrative:
The device was received on june 10, 2019 for evaluation. The customer reports an inaccurate delivery, the customer will required a download of history to review on the date (B)(6). The history was downloaded. On the date of (B)(6), a program was found at 11:42 am with a flow of 70 ml / hr with a volume to be infused of 1680 ml for a duration of 24 hours. This infusion was detubed by an alarm on (B)(6) at 10:28 a.m. Infusing 1595, 9 ml. At 10:34 the device was turned off. This shows that the device did not complete its infusion because an alarm was generated and turned off after 6 minutes. While the device was infusing, it delivered the indicated volume without problems. During the delivery tests, the device delivered what was programmed. The mechanism was in good condition. The regulator of closing and opening of the cassette valve worked correctly without generating imprecise deliveries.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The customer reported an inaccurate delivery of an unknown medication on a plum 360 pump. The event occurred during patient use, however, there was no harm reported as a result of this event. No other information was provided.